Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Laboratory analysis summary the device related to the reported event of deflation, crease/folding of implant and particles in valve was received on january 10, 2025, with lot number 1590237. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). Particles in valve: observed. Crease/folding of implant: observed. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.